Event description:
Contact rec'd a reading of 352mg/dl at 8:00pm, 198mg/dl at 9:20pm, 158mg/dl 10-15 mins later and 132mg/dl 10-15 mins after previous reading. They took the customer to the hosp and in the parking lot rec'd reading of 87mg/dl. At the hosp, the hosp rec'd a reading of 247mg/dl and the meter read 203mg/dl from the same specimen at 10:30pm. A review of the system was conducted over the phone. This review indicated that the system was functioning according to specs. Customer was trained on how to verify, visually, a proper fill of the reagent strip and was satisfied with the instructions. The customer was invited to call 24/7 with future questions/concerns.